Event description:
The customer reported less than 10 ml of diluent lyse leaked from the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye wear and a lab coat at the time of the occurrence. No erroneous results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the needle bellows was not draining completely and leaking underneath the bellows. The actuator on the valve (vl13) was not operating properly causing little or delayed drainage. The fse replaced the pinch valve, tubings and the actuator to resolve the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).